Event description:
The patient reported that they thought they heard a beeping coming from the device last night and today. The patient at one point felt faint and grabbed a chair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.